Event description:
It was reported that the wake button required a lot of force for the display to activate, even with the case off. Customer¿s blood glucose was 150 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.